Event description:
The customer contacted spacelabs healthcare to request a depot repair for a xhibit central station (xcs) that would shut down on its own after 3-5 minutes of operation. There was no report of patient or user harm associated with the event. The device was received by spacelabs healthcare and the reported problem was verified due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The customer confirmed they would opt for the replacement unit in lieu of repair.